Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the foreign material in the forceps elevator and the discoloration inside the light guide lens, other evaluation findings are as follows: water tightness was lost due to pinching on the bending section cover; the specified resolving power was not obtained due to damage on the bending section cover unit; the adhesive on the bending section cover was detached; there was a scratch on the connecting tube and the universal cord; the bending angle in the down/right direction did not meet the standard value due to wear of the angle wire; the adhesive around the light guide lens and the light guide lens were discolored. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, a foreign material was found in the forceps elevator. Additionally, there was discoloration inside of the light guide lens. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e1, e2, e3, g2 of the initial medwatch the information was inadvertently left out. Please see correction to h6 component code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to reprocessing could not be conducted properly due to leakage from bending section cover (a-rubber). The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.